Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01946. It was reported that the implanted coils were expired. A 7/5.5mm vortx¿ - 35 and a 9mm x 60mm 2d helical - 35 were selected for use. The sterile packaging of both devices were intact prior to use. During the procedure, both coils were successfully implanted inside the patient and the procedure was completed. However, after the procedure, it was noted via the purchase order that both coils were expired. No patient complications were reported.